Event description:
The device displays connector malfunction during patient life-saving, delaying therapy.

Manufacturer narrative:
Updated evaluation results code grid to match pr 2690945 as well as the contact office.